Manufacturer narrative:
Per the clinic, the abutment device was removed due to an infection at the implant site. Correction: the catalog number is 93333, not 93334 as previously reported. This report is filed november 3rd, 2015.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient underwent a surgery (date not reported) to remove the abutment.